Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the patient was experiencing high blood even after changing the site. Patient's blood glucose was 433 mg/dl. Customer stated she changed the entire set and change site and when inserting in patient's body the needle was completely bent, tried another infusion set and found that it was not releasing and did not stick. Customer stated that patient had small trace of ketones and will treat the high blood glucose. No further information provided.